Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with the pd therapy was not reported. The patient was not hospitalized for peritonitis. The patient was treated with reflin (500mg), amikacin (500mg) and fortum (1gm), routes and frequencies not reported, for the peritonitis. The cause of the peritonitis was unknown. The patient recovered from the event of peritonitis.